Event description:
It was reported that noise was observed on the lead. During lead extraction, externalized conductors were seen via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found external abrasions between 6.7cm and 15.6cm from the end of the tip electrode due to friction against another implanted device or a feature of the heart. An internal abrasion was noted between 14.5cm and 17.2cm from the end of the tip electrode.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.